Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction. Section b4 was inadvertently initially submitted without the date of the report. Therefore, the date of 03aug2021 has been provided.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The actual sample was received for evaluation. Visual inspection of the actual sample revealed that the luer thermistor on the venous port of the reservoir had been fractured at the root. Magnifying and electron microscopic inspections of the fracture surface revealed that there was no entrapped foreign particles or air bubbles that could be a trigger of fractures. In addition, the fracture surface had both smooth and rough surfaces. From the smooth surface, it was presumed that the fracture might have been caused by a momentary load. As a simulation test, a factory-retained luer thermistor sample was subjected to momentary load. As a result, the test sample was fractured, and the fracture mode was found similar to that observed on the actual sample. IFU states: if the product is dropped during set-up, do not use it. Replace with another device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It was likely that the luer thermistor on the venous port of the reservoir was subjected to a momentary load beyond the limit strength of the product with resultant fracture. From the available information including the state of the actual sample, however, it could not be determined when the fracture occurred exactly. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k130280. Occupation- professor. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the capiox device thermistor broken in packaging. They found out during unpacking, pre-treatment. The patient was not harmed. The procedure outcome was not reported.